Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling unwell and that their implantable pulse generator (ipg) was not working. The ipg remains in use. No further patient complications have been reported as a result of this event.